Event description:
Reporter alleged obtaining discrepant back to back blood glucose values of 188, 109, and 97 mg/dl when all tests were performed less than 10 minutes apart on the advantage system. No actions were reportedly taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.